Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was not able to charge due to the ipg being flipped. The patient underwent a revision wherein the ipg was replaced. Device malfunction was not suspected. The patient was doing well after the procedure.